Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a non-ischemic ablation procedure. Upon interrogation prior to the ablation procedure, it was observed that the cyber security upgrade for the implantable cardioverter defibrillator had not been performed. The physician opted to upgrade the device once the ablation procedure had completed. At the end of the ablation procedure, the device was programmed back to pre-ablation procedure settings. The merlin programmer was shut down and the radio frequency (rf) telemetry antenna was unplugged so that the inductive wand was attached. This was completed to enable for the cyber security upgrade to occur. The device was able to be interrogated and could perform all checks. However, when high voltage lead impedance measurements were obtained, there was visible noise on the merlin programmer in the electrograms (egm) screen following a flashing warning which indicated loss of communication with the device. As such, electrograms no longer appeared even though the inductive wand indicated it had strong telemetry contact. The device was interrogated with a new programmer only using the inductive wand, and the same issue resulted. Next, the device was interrogated with the second merlin programmer with the radio frequency plugged into the programmer. At this point, the physician was able to perform all tests and measurements were normal. There were no noise when the test was run with the radio frequency antenna. Therefore, a cybersecurity upgrade was not completed as it was determined that there was an issue with the inductive wand communication. The patient was stable prior to, during, and after the ablation procedure and subsequent device interrogation.